Event description:
Allegedly, the following occurred: hernia procedure turned into a bowel resection: the user squeezed the handle twice and no staples dispense. The resident stated that he may have fired too quickly. Yellow pushers were not visible and staples could be seen in the reload. Patient is doing fine.